Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain and itching at the ipg site and the pain increased when in the patient was in the sun. The itching sensation subsided when the stimulation was turned off. The patient underwent surgical intervention on (B)(6) 2017 where the scs system was explanted.